Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. In addition, it was reported that the customer experienced resistance during the fill process. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 230 mg/dl.